Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the recall and has tested consistent with the recall. We did receive performance data collected from the device and have analyzed the data. High battery impedance occurred, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device exhibited high battery impedance, and the battery prematurely reached elective replacement indicators (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.